Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose levels. The customer stated when the infusion set was changed, the cannula was bent. Then he changed the infusion set, after his blood glucose was over 400mg/dl; so decided to remove the set. Customer declined troubleshooting, because he is sure the high blood glucose was due to bent cannula. The customer's blood glucose was 393mg/dl. Advised customer the device will be replaced.